Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5057166) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ severe abdominal pain") and genital haemorrhage ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar), cholecalciferol (vitamin d), escitalopram oxalate (lexapro) and multivitamin. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability and medically significant), hypoaesthesia ("numbness in feet"), migraine ("migraines/ migraine headaches"), depression ("depression") with mood swings, arthralgia ("joint pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, migraine, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and vaginal discharge had resolved and the genital haemorrhage, hypoaesthesia, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirmed fallopian tubes bilaterally occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated, lawyer added (legal case), lab data added, events severe menstrual pain, abnormal menstrual bleeding, severe back pain, painful intercourse, hair loss and irregular vaginal discharge were added. Events severe abdominal pain, migraine headaches were clubbed with previously reported events. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented blood clots (interpreted as thrombosis), serious event and unlisted in essure reference safety information. The main causes of thrombosis are obesity, positive familiar history, prolonged immobilization, smoking, dyslipoproteinemia among others, in this present case no information was given on patient history or concurrent conditions, neither the localization of the blood clot was mentioned. Given the minimal amount of information provided, the event is considered not assessable. In addition non-serious events were reported. This case was regarded as non-incident, since no intervention or hospitalization was required; disability and permanent damage were mentioned but not specified and/or assigned to one of the events. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain/ severe abdominal pain") and genital haemorrhage ("blood clots") in an adult female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Lmp was on (B)(6) 2016. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included diastolic dysfunction, snoring, sleep problem, anxious mood and depression (father died 6 weeks ago, going to individual and group counseling). Concomitant products included amitriptyline hydrochloride (amitriptylin), bupropion, bupropion (wellbutrin), buspirone hydrochloride (buspar), colecalciferol (vitamin d), escitalopram oxalate (lexapro), gabapentin, ibuprofen, multivit and paroxetine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability and medically significant), hypoaesthesia ("numbness in feet"), migraine ("migraines/ migraine headaches"), depression ("depression") with mood swings, arthralgia ("joint pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), reproductive tract disorder ("reporoductive system disorder or condition"), cervical cyst ("nabothian cysts in cervix") and mental disorder ("psychological or psychiatric problems, "). The patient was treated with surgery (laparoscopic bilateral salpingectomy.) And surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, depression, arthralgia, vaginal haemorrhage, dysgeusia, menorrhagia, headache, allergy to metals, anxiety, reproductive tract disorder, cervical cyst and mental disorder outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and vaginal discharge had resolved and the migraine and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cervical cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: full occlusion hysterosalpingogram on (B)(6) 2016 : results: full occlusion (impression: bilaterally essure tubal devices noted. There is complete occlusion of each fallopian tube.) Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057166) on 05-nov-2015. The most recent information was received on 12-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain/ severe abdominal pain") and genital haemorrhage ("blood clots") in an adult female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lmp. Lmp was on (B)(6) 2016. Concurrent conditions included diastolic dysfunction, snoring, sleep problem, anxious mood and depression (father died 6 weeks ago, going to individual and group counseling). Concomitant products included amitriptyline hydrochloride (amitriptylin), bupropion, bupropion (wellbutrin), buspirone hydrochloride (buspar), colecalciferol (vitamin d), escitalopram oxalate (lexapro), gabapentin, ibuprofen, multivit and paroxetine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability and medically significant), hypoaesthesia ("numbness in feet"), migraine ("migraines/ migraine headaches"), depression ("depression") with mood swings, arthralgia ("joint pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), reproductive tract disorder ("reporoductive system disorder or condition"), cervical cyst ("nabothian cysts in cervix") and mental disorder ("psychological or psychiatric problems, "). The patient was treated with surgery (laparoscopic bilateral salpingectomy.) And surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, depression, arthralgia, vaginal haemorrhage, dysgeusia, menorrhagia, fatigue, headache, allergy to metals, anxiety, reproductive tract disorder, cervical cyst and mental disorder outcome was unknown and the abdominal pain, migraine, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cervical cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: hysterosalpingogram on (B)(6) 2016 : results: full occlusion (impression: bilaterally essure tubal devices noted. There is complete occlusion of each fallopian tube.) Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical record received : the product and patient information updated. The event abnormal bleeding (vaginal menorrhagia), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines/headaches, nickel allergy, pain, depression, anxiety, nabothian cysts in cervix, vaginal discharge, metallic taste, psychological or psychiatric problems and reproductive system disorder or condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain/ severe abdominal pain") and genital haemorrhage ("blood clots") in an adult female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Lmp was on (B)(6) 2016. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included diastolic dysfunction, snoring, sleep problem, anxious mood and depression (father died 6 weeks ago, going to individual and group counseling). Concomitant products included amitriptyline hydrochloride (amitriptylin), bupropion, bupropion (wellbutrin), buspirone hydrochloride (buspar), colecalciferol (vitamin d), escitalopram oxalate (lexapro), gabapentin, ibuprofen, multivit and paroxetine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability and medically significant), hypoaesthesia ("numbness in feet"), migraine ("migraines/ migraine headaches"), depression ("depression") with mood swings, arthralgia ("joint pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), reproductive tract disorder ("reporoductive system disorder or condition"), cervical cyst ("nabothian cysts in cervix") and mental disorder ("psychological or psychiatric problems, "). The patient was treated with surgery (laparoscopic bilateral salpingectomy.) And surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, depression, arthralgia, vaginal haemorrhage, dysgeusia, menorrhagia, headache, allergy to metals, anxiety, reproductive tract disorder, cervical cyst and mental disorder outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and vaginal discharge had resolved and the migraine and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cervical cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: full occlusion hysterosalpingogram on (B)(6) 2016 : results: full occlusion (impression: bilaterally essure tubal devices noted. There is complete occlusion of each fallopian tube.) Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received : event outcome of migraine, fatigue updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.